Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. [Omitted information from pe the patient's daughter reported that the communicator was not holding a charge. They stated they had the communicator on the charger the day prior and the day of the report it was completely dead. They were having difficulty communicating with the ins due to the communicator being dead. They stated they had it charging for about 30 minutes and inquired how long it took to charge it fully. Theory, use and charging expectations for the communicator were reviewed. The caller stated the battery indicator light was gray and they thought it meant the battery was dead. Communicator battery lights were reviewed and the caller confirmed understanding. They still stated they thought the communicator should remain charged longer. It was recommended to monitor communicator indicator light status following education and call back if additional assistance was needed. It was also reported the patient had a return of symptoms. They stated the patient had leakage and the caller didn't think the device was working. They stated following implant the device had been working well and stated that the return of symptoms started about 4 days prior to report. They stated the communicator was charging while on the call and needed to be charged, so they were unable to confirm therapy status. It was recommended they follow-up with the patient's managing healthcare provider regarding appropriate therapy changes and call back when external equipment was charged if further assistance was needed. Caller reported the patient had not had any falls or trauma. No further complications were reported or anticipated.